Manufacturer narrative:
Follow-up 1: investigation outcome. On (B)(6) 2025, during active ventilation with patient involvement, staff reported that technical failure tf9907 appeared on the display and could not be cleared. No harm to the patient was reported. Logfile review confirms occurrence of tf9907 (tf_wdog_gcp_irq) in conjunction with multiple gcp communication/watchdog faults (tf 2801, 2803, 2804, 2402, 2414) and tf5509 (servo output), indicating internal communication/servo control disruption. The event was preceded by repeated technical faults and followed by power fail and restart entries, suggesting system instability at the time of the event. As a correction, a cable from ip to vu was sent for replacement; however, the issue persisted. As tf 9907 could not be resolved, a replacement servo module, which still did not resolve the tf9907. The customer was advised to perform a system restore. Investigation supports a likely hardware-related fault within the gcp/servo communication pathway. No further information received despite several attempts. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: during ventilation, tf9907 showed on display and could not be cleared. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation ongoing.